Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute drug eluting stent to treat a moderately tortuous and moderately calcified lesion located in the mid left anterior descending artery, exhibiting 95% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. It was reported that the stent failed to cross the lesion. A returned image of the device shows that stent deformation occurred. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Product analysis summary: photo 1; image shows the luer and stent of a device. Deformation is evident to the distal and mid-section stent segments with the struts appearing raised. The lot number on the luer of the device corresponds with the lot number reported in gch. Photo 2; photo 2; image shows a ¿not passing¿ situation statement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The target lesion had severe calcification with moderate distortion. If information is provided in the future, a supplemental report will be issued.